Event description:
Baxter global affiliate reported the patient (pt) was overfilled while using the homechoice pro cycler for tidal apd therapy. Global affiliate reported that during drain 5 of the apd therapy, the cycler drained 543mls of the programmed tidal fill volume of 1400mls (initial fill 2000mls) when the device elicited a "low drain volume" alarm, which alerts the user that the fluid flow from the pt has decreased to less than 50mls/min and the minimum drain volume had not been met. The pt phoned the hospital and was instructed to bypass the alarm condition and continue therapy, which the pt did. The device then elicited a "caution: negative ultrafiltration" alarm, which alerts the user that the pt has retained more than the allowable percentage of the programmed fill volume. The pt bypassed the alarm condition and the cycler advanced into the next fill phase. During the fill phase, the cycler delivered the full fill volume of 2000mls, resulting in the pt volume being approximately 3,456mls of solution during therapy. There was no patient injury reported as a result of this incident.